Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over to pyxis. The customer could see the order in cerner but not in pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that some new orders were not crossing over to pyxis. A technical support specialist (tss) noted that the issue had been caused by an active directory (adt) host/customer interface problem. A problem with the third party application had created millions of duplicate messages in cerner, making downstream interfaces appear down when were only delayed behind the backlog. The issue appeared to have been resolved and confirmed by the customer. The system functioned as intended after the technical support specialist investigated the device.